Manufacturer narrative:
DHR for the reported lot was reviewed with no issues found. Product was manufactured, tested, and released in compliance with nwm procedures. Communication with the reporter found that the patient recovered 6 days post-op. Device not available for evaluation as no explant was necessary. No device issues confirmed.

Event description:
Ligation and fenestrations were performed on device. Post-operation day 1 patient presented with a 40 iop and was prescribed diamox and combigan. Post-day 6 patient was "doing okay" per doctor.